Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with high blood glucose, 464 mg/dl. Customer reported there was nothing wrong with her the issue was with the reservoir or the insulin pump. Customer uses room temperature insulin and still has issues with air bubbles. Customer treated with manual injections and blood glucose lowered to 262 mg/dl. No symptoms were noted. Time was not updated to day light savings time. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Customer was unsure if settings were correct was advised to contact doctor. High pressure test was performed and device passed. Customer was advised the device was working as designed. Customer was advised to discontinue use of the device until he verified settings were correct. Customer called back and settings were correct. Customer was advised to do a complete set changed. No further information reported.